Manufacturer narrative:
This report is filed on february 05, 2018.

Event description:
Per the clinic, the patient experienced non-auditory sensations and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the surgeon, the device was explanted (date not reported). It is unknown whether the patient was reimplanted, as of the date of this report.